Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer declined follow up from tandem technical support. There was no reported adverse impact. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.